Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a defective safety clamp. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition of a defective safety clamp was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). This device was returned unrepaired and there were no upgrades/repairs performed. We are unable to verify functionality of the device due to an obsolete part. If any additional information is received, a follow-up MDR will be sent.